Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided by the customer.

Event description:
The customer reported that when the user detached the syringe from the max zero needless valve, a "splash of body fluids" occurred, involving the user however not indicated where the splash occurred on the user. The customer reported that there was no report of patient or user harm.

Event description:
The customer reported that when the user detached the bd syringe from the max zero needless cap, a "splash of body fluids" occurred however the nurse was wearing gloves, the user skin or eyes were not exposed. It was reported that no tools were involved to remove max zero cap, prior to attaching the syringe, the cap is disinfected with alcohol wipes with an unknown drying time after cleaning and attaching the bd syringe. The customer stated; ¿assuming but unknown if the max zero cap was mated to central line.¿ there was no report of patient or user harm.